Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13347. It was reported the pt was feeling a burning sensation around her ipg site. The pt stated she has not charged her ipg for approx the last 18 months, however, she still feels the burning sensation. It was also reported the pt was no longer able to communicate with her ipg using either the programmer or charging system. F/u pending.